Manufacturer narrative:
Submit date: 01/31/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a syringe. The customer reports the needle broke off at the hub while inserting it into a patient.